Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 130-to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported at this time. The meter memory was reviewed for previous test result history: (B)(6). The customer is storing the test strips in the lancet box outside of the original vial and is unable to provide the lot number of the test strips. The customer does not have another box of test strips to troubleshoot the device. The customer is testing once a day (fasting) and is on medication for his diabetes (metformin). The customer is storing the meter and test strips in the dining room.